Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead, serial# unknown, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-jan-28: information was received from a patient's representative regarding an implantable neurostimulator. The reason for the call was the caller stated that the patient took a fall on saturday and fractured the t12, which is where their leads are leading into the spinal cord. The caller said they were told by their doctor to call medtronic to report the fall. The caller wanted to get the manufacturer representative's phone number. The agent redirected the caller to their healthcare provider to further address the issue. The patient's spinal cord stimulator was not registered, and the agent sent an email to patient registration. On 2025-feb-19: additional information was received from an hcp. It was reported that one lead had moved, but there was no damage to the leads. The patient fell at home. The programming was done, and everything was intact. The issue was resolved.